Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings issue. It was reported that the basal delivery and bolus delivery totals in the total daily dose record did not match. The patient¿s blood glucose (bg) was reported to be greater than 250 mg/dl but less than 500mg/dl with no reported additional signs or symptoms, which does not meet the animas criteria for an adverse event. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6-feb-2018 with the following findings: during the investigation, the delivered boluses in the pump history were calculated for (B)(6)-2018, (B)(6)-2018, and (B)(6)-2018, and it was found that the delivered boluses on each day match correctly to the total daily dosage bolus history. Investigators manually performed a 10-unit audio and 10-unit normal bolus with both accurately recorded in the bolus history and the bolus total daily dosage history. The pump was exercised for 24 hours with a 1.0 unit per hour basal rate with a correct basal history and no errors. Investigators were unable to duplicate the complaint of the pump¿s bolus totals calculating a greater than a 5% discrepancy during this investigation.